Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 411 mg/dl. Customer's other blood glucose value 359 mg/dl. The customer was treated with insulin pump. Customer did not report any symptoms related to high blood glucose. The customer states that the black reservoir o ring came off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer declined the troubleshooting for high blood glucose. The device is expected to be returned for analysis.

Manufacturer narrative:
The pump was received with a broken reservoir tube lip and missing reservoir tube o-ring. The pump passed the prime, rewind and excessive no delivery tests. Unable to perform the displacement, basic occlusion or occlusion tests due to the broken reservoir tube lip. A test reservoir was installed and did not lock in place due to the broken reservoir tube lip.